Manufacturer narrative:
The pipeline flex with shield technology has not been returned for evaluation; product analysis cannot be performed. The device was not returned; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. The device involved in this event is not approved in the us; the device's brand name and model number are provided below. This report is being filed against a similar device. Brand name: pipeline flex with shield technology model number: ped2-500-20 please reference MDR# below for other pipeline: 2029214-2020-00601. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that two medtronic flow diverter devices failed to open in the distal end. The first flow diverter (ped2-500-35) was implanted and the second flow diverter (ped2-500-20) was discarded. The device was replaced by another manufacturer¿s product to complete the procedure. No patient injury was reported as a result of the event. It was asked but unknown if the medtronic flow diverter was positioned on a bend, how much of the flow diverter had been deployed when it failed to open, the amount of times it was resheathed, and if it was resheathed and removed with the microcatheter. The characteristics of the aneurysm other than it being located in the basilaris were also requested but not available. Post procedural angiography showed all vessels open and everything fine in patient. Ancillary devices: marksman microcatheter.

Event description:
Additional information received reported that the pipeline device was unable to be pushed or pulled through the catheter. It was not implanted, and was replaced using a device form a different manufacturer.

Manufacturer narrative:
Product analysis: equipment used: video inspection system, ruler, 0.0260¿ mandrel, camera the pipeline flex w/ shield (model: ped2-500-20 lot: a704586) and marksman micro catheter model: fa-55150-1030 lot: a436618) were r eturned for analysis within a shipping box; within a sealed plastic biohazard pouch; within an opened pipeline flex w/ shield outer carton; within an opened pipeline flex w/ shield outer inner pouch and without a dispenser coil. The devices were decontaminated as per manufacturer protocol. The marksman micro catheter total length was measured to be ~157.0cm and the usable length was measured to be ~149.5cm, which is within specification. No flash or voids molded were found within the catheter hub. No damages or anomalies were found with the hub. The pipeline flex w/ shield pusher was found extending out of the hub ~48.8cm. The micro catheter body was found accordioned between ~28.5cm and ~20.4cm from the distal end. No damages or irregularities were found with the distal tip or marker band. The micro catheter was flushed with water and water exited out from the catheter tip. The distal wire was found partially deployed out of the distal end of the micro catheter with the ptfe dps sheath and coil tip exposed. Resistance was encountered when attempting to retract the pipeline flex w/ shield and the device was advanced out against resistance. Both ends of the braid did not fully open and appears to be damaged. Dried blood was found on the braid. The dried blood was dissolved, and both ends fully opened with damages/fraying. The inner diameter was measured to be 0.027¿ at both the proximal and distal end, which is within specifica tion and compatible for use with the pipeline flex w/ shield. The catheter was then tested by running an in-house 0.0260¿ mandrel through microcatheter. The mandrel passed through the catheter however, some resistance was found where the accordioned section is. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The hypotube was intact and unstretched and ptfe shrink tubing was still intact. No damages were found with the distal marker or distal dps restraint. The coil tip was found intact. The distal wire was found to have separated from the hyp otube proximal to the wire weld. The resheathing pad and proximal pad restraint were loose and fell off of the distal wire. No other anomalies were observed. The distal wire was sent out for sem/eds testing. Based on the analysis findings, the pipeline flex shield and marksman were confirmed to have ¿resistance/stuck during delivery¿ and ¿catheter resistance¿ as resistance was found with the returned pipeline flex shield within the marksman catheter. In addition, resistance testing confirmed resistance at the accordioned section. The pipeline flex w/ shield and the marksman catheter were found damaged. From the damages seen on the catheter body (accordioned), distal wire (separate from hypotube) and braid (frayed/damaged); it appears there was high force used. It is possible these damages occurred when the customer attempted to advance/retrieve the pipeline flex shield through the marksman catheter against resistance. Possible contributors towards the failure are patient vessel tortuosity or lack of continuous flush. There was no non-conformance to specifications identified that led to the reported issues. Per our instructions for use (IFU): "discontinue delivery of the device if high force or excessive friction is encountered. Identify the cause of the resistance and remove device and microcatheter simultaneously. Advancement of the ped against resistance may result in device damage or patient injury. Never advance or withdraw an intralumenal device against resistance until the cause of resistance is determined by fluoroscopy. If the cause cannot be determined, withdraw the catheter. Movement of the micro catheter against resistance may result in damage to the micro catheter, or the vessel. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ regarding the observed solder joint separation issues the investigation determined that these e vents were similar to events that had already been investigated, and another investigation is not necessary regarding the pipeline flex pushwire separation issue. Per the previous investigation, separation can occur if excessive force is used exceeding the tensile strength of the material. Regarding the solder joint separation issue, in addition to excessive force, separation can occur due to inadequate solder/tinning. Although solder can be seen visually on the hypotube hole, the elemental analysis of the detached pushwire end did not show presence of tin (sn). It is possible that during manufacturing, flux was not beaded onto the distal wire and subsequently, the tin did not properly flow into the hypotube hole to bond the two parts during soldering. A review of the manufacturing process did not uncover any deficiencies with regard to the soldering process. Proper soldering technique and surface preparation (tinning) were well defined and documented appropriately in the associated manufacturing procedures. The proof load of 2.5n performed on 100% of the devices (section starting with hypotube solder to distal pad solder joint). The customer report of ¿failure/incomplete open distal (flex)¿ could not be confirmed as the device fully opened when deployed out of the micro catheter and the blood was dissolved. Possible causes for failure are patient vessel tortuosity, damaged braid, braid improperly sized to anatomy, braid over stretched during deliver, user deploys braid in vessel bend, presence of other indwelling endovascular stent and inappropriate anatomy. There is an indication that the event is potentially related to a potential manufacturing issue and a device history review (DHR) was completed. The review of the DHR shows that the finished device has met all manufacturing requirements and specifications during final assembly and quality inspection for the solder joint. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that both the both of the pipeline devices were unable to be pushed or pulled through the c catheter. Neither were implanted, and were replaced using a device form a different manufacturer.